Event description:
The device was removed due to "broken pump." The entire device was removed and replaced with another 2-piece inflatable penile prosthesis. 10/8/96 received info from the physician's office which stated "tube failure at resipump."

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 3/9/93 and removed on 9/23/96 due to a "broken pump." A resipump, two cylinders, and four rear tip extenders were returned for evaluation. In the received info the physician noted a "tube failure" at the resipump. The physician further stated that there were no apparent circumstances or info in the pt's history that would have contributed to this occurrence. Examination and testing of the returned components revealed a separation, posteriorly located in outlet #2's exiting tube near the strain relief/tube junction. Examination of the surfaces of the separation revealed markings characteristic of stress(s) induced rending. An area of abrasion is noted surrounding and penetrating the separation site. Adjacent to the area of abrasion a crease mark is noted. Based on qa's examination and the physician's observations, qa concluded that while in-vivo, outlet #2's exiting tube was partially kinked and abrading against itself. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the tubing at this site.